Manufacturer narrative:
B5: upon follow up it was reported the cause of death was peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to 06/22/2021.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was reported the patient was hospitalized for the event, specified as prolonged hospitalization. Treatment for the peritonitis was not reported. It was reported that the patient passed away. The cause of death was not reported. It was not reported if an autopsy was performed. It was not reported if the peritonitis was resolved prior to death. It was not reported if pd therapy was ongoing prior to death or at the time of death. No additional information is available.